Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with device in backup vvi noted via merlin transmission. It is unknown what caused the backup vvi and patient stated not doing anything out of the ordinary. The device was restored. Patient was stable.

Manufacturer narrative:
Correction: - the zip code should have been (B)(6) rather than blank.